Event description:
Ems personnel were attending to a pt, condition unk. Allegedly while attempting to routinely monitor the pt's ECG the device displayed a flatline and a service wrench. The operator checked all cable/electrode connections and could not discern a reason for the flatline. There were no adverse effects to the pt reported as a result of the alleged malfunction.